Event description:
The report from the affiliate indicated that: a pt underwent an emergent procedure due to ami of a thrombotic total occlusion lesion in the distal rca. The 16.3mm de novo, type b2 lesion was not calcified or tortuous. Predilation was not done. To treat the thrombus, a thrombolytic agent was administered and aspiration was conducted. Then a 3.5x23mm cypher was implanted at 12atm for 30 seconds. Postdilation was not done. Ivus was not conducted. Act was not measured. Timi flow was 0 pre and 3 postprocedure; residual stenosis was 0%. Two weeks later, the pt was hospitalized and was not showing any symptoms. Cag was conducted for the pci of another lesion and thrombus was confirmed in the cypher stent. The thrombus was treated with the adminstration of 4,800,000 units of a thrombolytic agent, and poba. Intraprocedure medications were aspirin 200mg, heparin 10,000 units, and ticlid 200mg; postprocedure medications were aspirin 200mg/day and ticlid 200mg/day. Per reporter, pt wasn't taking any anti-platelet medication for preprocedure. The antithrombolytic medication used at index was unkonwn, but per reporter, t-pa was used to treat the thrombosis. For the event, poba was conducted with a powersail 3.25x18mm balloon at 20atm for 30 seconds. Physician's comment: "the probable cause of the sat was because the lesion was originally thrombotic."